Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, a message indicating preventative maintenance support recommended ¿ error 7734 was displayed. Error 311 on tower common computer controller (ccc) was observed in logs. Technical support engineer (tse) walked caller through hard power cycle of tower and powering on tower in stand alone mode with no change. Another user in the operation room did say they have had two occasions of power loss that morning. The procedure was aborted to another system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the vision side cart (vsc) to correct the issue. The system was tested and verified as ready for use. .